Event description:
According to the reporter, a patient swallowed a capsule as a part of their pillcam procedure. The capsule was retained and the patient underwent a double balloon enteroscopy to remove the capsule. The physician was unable to remove the capsule with the enteroscopy despite multiple attempts. The capsule has been retained for approximately 3 months. Patient is asymptomatic and in good health. The physician is currently considering other options for capsule removal as flushing, medication, surgery. No other known adverse events were reported.